Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 495 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose. Customer stated that they had high blood glucose due to insulin flow block alarm. Customer stated insulin flow block alarm resolve by changing complete set. Customer stated the insulin exited. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.